Event description:
(B)(4).

Manufacturer narrative:
The device was not returned for investigation. There was no device malfunction and the device operated as designed. Per the reporter, the expiratory valve block was reinserted into the device and normal ventilation was restored. (B)(4).